Event description:
It was reported to technical services on 4/3/2011 that this rv lead has loss of capture and inappropriate sensing. Interrogated asvp rhythm, but no v capture. Dddr 60/120 3.5 @ 0.5 ms. Increased output to max bipolar - no capture in rv. Switched unipolar - no capture at max output. Temp vvi 30 to see patient rhythm. R waves had been 10.8 in bipolar on 3/31 were now 2 - 3 mv. Chest xray was ordered, but that hadn't been done before rep got there. They put patient on external pacer just in case. He will be kept in ccu for monitoring. If lead needs revision (likely), patient will have to be transferred to (B)(6) facility for revision either tonight or tomorrow. No syncope. No loss of capture. A little short of breathe. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).